Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: infusomat space. 2.2 article number: 8713050. 2.3 serial number/batch: (B)(6). 2.4 software version: l030003. 2.5 hours of operation: 22788 hours. 2.6 further information: n/a. 3. Investigation results: 3.1 history inspection: the device history files were read out and analyzed. The history files at (B)(6) 2022(specified date of the incident given from costumer) were investigated. At 16:16 pm a space line was inserted. A few seconds later the vtbi was set to 1000 ml and the time to 01:30 hours. The infusion was started at 13:16 pm with a rate of 666,6 ml/h. The infusion was stopped at 14:40 pm by pressing the "start/stop" button on the keyboard. Up to that time the device has delivered 930,86 ml (act. Volume infused). The act. Volume infused entry fit the set values from the customer. No anomalies could be detected in the history files. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, the technical seal (355-01-070) on the lower housing were intact. The device is in a clean state and no visible damage are to locate. 3.3 functional inspection: a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: in checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. 3.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of +0,32%. The accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24. The device matches the required values and standards. All measured values are within our specification. 3.6 disassembling: during the investigation no faults could be detected, to investigate the inside, the device was disassembled completely. Some liquid residues could be detected in the device, but no visually damaged parts are to locate. 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation.

Event description:
As reported by the user facility information by bbm sales organization in ireland: "underinfusion". Customer statement: "nacl 0.9% was being used. Under infusion in oncology on (B)(6) 2022 at around 17:50 infusomat running set for 1.5 hours at 666ml/hr for bag of volume of 1000ml. Reported as approximately 75% bag left with 8 minutes to finish. Different pump used to complete infusion. A nurse was using the product. No patient harm. The used pump is available for return."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.